Manufacturer narrative:
The investigation revealed the samples were measured correctly. Due to the designed higher sensitivity of the elecsys toxo igg assay, discordant positive results relative to competitor assays can occur. All samples revealed positive results for toxo igg during investigation. No patient samples were involved in the case.

Event description:
Customer participated in an external survey for toxoplasmosis igg (toxo igg). Their toxo igg results were not comparable with competitor results. Customer's toxo igg results were reactive while competitor results were non-reactive. Dates of testing are unk. No adverse events were reported. Investigation is on-going. If add'l info is rec'd, appropriate notification will be provided.

Event description:
Customer participated in an external survey for toxoplasmosis igg (toxo igg). Their toxo igg results were not comparable with competitior competitior results. Customer's toxo igg results were reactive while competitor results were non-reactive. Dates of testing are unknown. Results were non-reactive. No adverse events were reported. Investigation is on-going. If additional information is received, appropriate notification will be provided.